Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a1900832 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in the second hospital affiliated of (B)(6), the staple could not form prior to the patient, which caused the staple loose. Additional information: the doctor tested the device prior to the patient to make sure it was ok. The staple could not form then the staple loosened out of the device prior to the patient.